Event description:
Clinical adverse event received for l knee feeling unstable at times. Event is not serious and considered mild. Event is not related to device and possibly related to procedure. Original implant date (B)(6) 2013. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).